Event description:
New information received notes the right atrial lead had noise over-sensing resulting in pacing inhibition in addition to the inappropriate mode switch episodes.

Manufacturer narrative:
Correction : section b5. The right atrial (ra) lead was explanted on (B)(6) 2024 and the whole system was replaced with a leadless pacemaker on (B)(6) 2024. Device evaluation : the reported events sensing noise and mode switch was confirmed on the complete lead returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impressions. The cause of the reported event of sensing noise was isolated to external abrasion consistent with friction to the device can. Electrical testing found no conductor fractures or internal shorts.

Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was found to have exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.